Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
N initial complaint was received via webform regarding the adc device. Customer contact was made and reported a sensor error message on 27 aug 2022, and experienced a seizure and loss of consciousness and was provided glucose by a non-hcp and a glucose infusion by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.